Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user attempted a first solo infusion set change and did not perform a rewind before forcing the insulin cartridge into the pump, then applied the infusion set; the user later received phone support to reconnect correctly after a period of observation in which no insulin leakage at the site or device was noted. Symptoms included hypoglycemia, no loss of consciousness, and no other acute effects. Outcomes included no hospitalization, no emergency care, and continued use with monitoring guidance. Investigation included remote troubleshooting and user education regarding correct cartridge loading and reconnection steps. Investigation of this case revealed user handling error related to cartridge insertion and potential temporary disconnection, with no device alarms reported and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.